Manufacturer narrative:
Continued from report source: & analytics services,safety operations. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿secondary medication was hung by when the rn started the pump medication was not coming out of the end of the line - drips in drip chamber". It was reported that keppra 1000mg/100ml) was programmed at a rate of 400ml/hr. However when the device was programmed to infuse medication would not flow. The customer stated that there was no patient harm .

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿secondary medication was hung by when the rn started the pump medication was not coming out of the end of the line - drips in drip chamber" it was reported that keppra 1000mg/100ml) was programmed at a rate of 400ml/hr. However when the device was programmed to infuse medication would not flow. The customer stated that there was no patient harm .

Manufacturer narrative:
Supplemental MDR to reflect the change from device to disposable -manufacturer report number: 9616066-2019-02929 additional information added to:,,,, and. The customer¿s reported complaint of medication not flowing, not coming out of the end of the line when programmed to infuse was not definitely confirmed. However, during the investigation abnormal slow fluid flow was observed at the end of the line, filling the primary set drip chamber with fluid. Log analysis results suspects the time of the incident most likely occurred between 5:23 am and 6:32 am on (B)(6) 2019. Testing demonstrated the source pump module passing a rate accuracy test utilizing the timed rate accuracy test method. Results confirmed the device is in specification and operating as intended. However, a functional test and a check valve test identified a failure with the check valve component, allowing fluid to back flow up into the primary set from the secondary bag. It is suspected that during the incident, the check valve failure caused an abnormal slow flow of medication at the end of the line appearing to the user as no flow. The proximate root cause of the customer¿s experience with no flow of medication during a programmed infusion was most likely attributed to a check valve failure on the primary set during a secondary infusion. The root cause of the check valve failure was not determined.